Manufacturer narrative:
(B)(4). Device is a combination product. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
A 90% stenosed target lesion treated with placement of two 2.5 x 8mm stents was initially reported; correct stenosis should have been 80% and treatment should have been placement of a 3.00 x 16 mm taxus liberte stent. It was further reported that a second, 90% stenosed, 10 x 2.9mm target lesion was located in the right posterior descending artery (r-pda) was treated with direct stent placement using two overlapping 2.50 x 8 mm taxus liberte stents. Following post dilatation, residual stenosis was 0%. In (B)(6) 2011, the patient presented with cardiac chest pain and was hospitalized on the same day. Angiography without revascularization was performed and three days later, the patient was discharged. Twenty days later, the patient was diagnosed with acute st elevation myocardial infarction and cardiac catheterization was recommended. The patient was on aspirin at the time of the event and had never taken study drug per protocol. In addition to stent placement, the distal right coronary artery was also treated with thrombectomy and balloon angioplasty.

Event description:
(B)(4) study. Same case as: MDR#2134265-2012-02755. It was reported that post a stenting treatment procedure a myocardial infarction occurred. The patient presented with right sided chest pressure and tightness associated with diaphoresis, dyspnea and fatigue. During the index procedure, the physician identified a 90% stenosed, 12mm long de novo lesion located in the mid right coronary artery (rca) with a reference diameter of 2.5mm. The target lesion was treated with pre-dilatation and overlapping placement of two 2.50 x 8 mm taxus liberte stents, with 0% residual stenosis. The next day the patient returned for staged treatment of a 80% stenosed,10mm long lesion in the mid left descending artery with a reference diameter of 2.2mm. The lesion was treated with direct stent placement using a 2.25 x 16 mm taxus atom stent, with 0% residual stenosis. The next day the patient was discharged on aspirin and prasugrel. (B)(6) 2011- the patient presented with chest pain. A preadmission electrocardiograph revealed inferior st elevation with reciprocal changes in the lateral leads. The physician identified a 100% stenosed lesion in the distal rca. The lesion was treated with pre-dilatation and placement of a 2.50 x 18 mm promus stent. Following post-dilatation, the residual stenosis was 0%. The ostium of the right posterior descending artery and the right posterolateral branch were dilated using an unknown manufacturer's 2.50mm balloon. The event was resolved without residual effects and the patient was discharged three days post procedure on aspirin and prasugrel.

Manufacturer narrative:
(B)(4).